Manufacturer narrative:
According to the customer, within the last month the nebulizer stopped working and "only punches out a little bit of the medicine". The customer reported she has "no other way for this medication to be given to him". The customer did not report any serious injury, medical intervention, or follow-up care needed related to the reported incident. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, within the last month the nebulizer stopped working and "only punches out a little bit of the medicine".